Event description:
Procedure: unk. According to the user facility report: surgeon reported that on the follow-up visit piece of blade and locking mechanism from stapler noted on chest x-ray. Determined more risky to remove than leave in place, piece is 1cm x 7mm x 2mm. The product is not available for eval.